Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was determined to be normal operation of the device. When a battery is inserted, the device will run a self test and proceed to shut off after the test. Once the test is complete, the user will have to press the power button in order to use the device. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shuts off after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.